Event description:
Ous MDR - this device can not be interrogated automatically or by forced interrogation with any programmer. This device was explanted. The implant, explant, and event dates were not provided.

Manufacturer narrative:
Ous MDR - upon incoming inspection the pacemaker was not interrogatable. The measurement of the pacemaker's output signal confirmed that the pacemaker was pacing in factory settings. The pacemaker was subsequently analyzed destructively. The analysis of the electronic module revealed a damaged integrated circuit, leading to the unsuccessful interrogation of the pacemaker. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. During production at biotronik the pacemaker found to be fully functional. In summary, a damaged integrated circuit was leading to the observation.